Event description:
While onsite to perform preventive maintenance on the ventilator, the customer reported to the manufacturer's service technician that the ventilator would not operate on ac power, only on backup battery power. There was no patient involvement and no patient harm reported. The service technician confirmed the customer reported problem and replaced the power supply to address the finding. Extended self testing and performance verification testing was completed and passed to operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.